Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause could have been excessive force during orthodontic movements, which may have aggravated the clinical condition of the affected tooth. The tooth prognosis was good. The tooth was not expected to be extracted or lost during treatment. Align's clinical review confirmed that tooth #29 had received root canal treatment and presented with a poorly adapted bridge on its mesial aspect. The planned orthodontic movements did not include any direct movement of tooth #29 throughout the treatment plan. The only movement with potential indirect impact on tooth #29 was a planned 5.0-degree distal angulation of tooth #28. No additional records were available for review. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth fracture, tooth mobility, and tooth loss involving tooth #29. The patient indicated taking ibuprofen to alleviate the reported symptom(s). The patient is continuing treatment with the invisalign system, and the patient's current condition was reported as improving.